Event description:
The reporter contacted animas on (B)(6) 2012, stating the ok button was intermittently responsive. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly wore the pump in a pocket and did not clean it. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
There is no adverse event associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad rubber was peeling near the contrast button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. Evaluation revealed that all of the keypad buttons responded appropriately. There was evidence of keypad contamination found under all of the key contacts.